Event description:
Surgical suture 2-0 monoderm was used to close the skin post tka procedure. The knee was wrapped postoperatively. Customer states when the knee was flexed, the suture line opened up. Reclosure was needed. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method - the actual device will not be returned. Results/ conclusions: the actual device will not be returned. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met angiotech requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported. A record review for finished good lot we currently have available in our saleable warehouse manufactured with the same suture lot was performed. There were no non conformances issued for this lot. A query for the reported failure " dehiscence and inflammation - suture" was run with no negative trends identified. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence cannot be determined with certainty based on the information provided. (B)(4), item # sxmd2b408 stratafix spiral pga-pcl knotless tissue control device 2fs-2 2-0 undyd monoderm 30x30, lot mbld720.